Event description:
The customer reported via phone call that were hospitalized on (B)(6) 2022 for high blood glucose with blood glucose level of 200 mg/dl and customer was given lantis. Customer stated now they are using insulin pen and there was a large bubble in cartridge. Customer also reported transmitter could not slide or connect to the charger. Customer also reported insulin pump stopped working. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer did not experience any symptoms of high blood glucose value. Auto mode was active at the time of event. No further patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.